Event description:
Procedure type: stress ui /pelvic organ prolapse. According to the reporter: the patient has experienced bilateral pelvic pain, nausea, minimal bleeding, left-sided buttock pain, cystocele (corrected after avaulta recurrent, and grade 2), does not have the control to stop and start urination, urgency, urinary incontinence, string hanging out of her vagina, mild stomach cramps, abdominal cramping, abdominal pain, occasional pink discharge, urinary intermittency, nocturia, gross hematuria, small area of wound separation with 1 cm of exposed mesh at the vaginal incision site, sharp pain that starts in the vagina and moves up toward to bladder, and does not always know when she needs to urinate. The patient experienced excision of mesh and revision of vaginal wound, erosion of vaginal mesh, surgical specimen-fragments of reactive stroma and squamous epithelium with acute and chronic inflammation, recurrent urinary tract infection, painful urination, pain after voiding, frequency, incomplete emptying, grade 2 rectocele, mesh palpable just beneath the surface but no significant erosion, pain in the lower left abdominal area, and feels mesh coming out after she underwent cystocele repair with inlay of mesh, vaginal vault suspension, transobturator tape midurethral sling, and cystoscopy. Pevilace biourethral support system and long star were reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).